Event description:
Attorney alleges plaintiff has developed physical symptoms which were not yet severe, which include breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed and arm/neck pain.